Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. In addition, the pump basal iq software stopped insulin delivery unexpectedly. Customer declined uploading pump data to determine a potential cause. There was no reported impact to customer's blood glucose. Reportedly, the customer continued using the pump for insulin therapy.